Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient vision has not improved as before surgery, cannot see like thought would, never been good after surgery. Clinical reason was unable to find any medical reason for why vision was poor in left eye. The intraocular lens (iol) was exchanged for monofocal lens model 1 months following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).